Event description:
Related manufacturer reference number: 2017865-2021-32608. It was reported that the atrial lead exhibited inappropriate mode switch and over-sensing noise episodes. The atrial lead was explanted and replaced. During the atrial lead explant, the right ventricle lead had adhered to the atrial lead and could not be disconnected. The right ventricle lead was also explanted and replaced during the same procedure. Patient was stable.